Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Three images were received. Two images showed the distal end of a bipolar fenestrated grasper from different angles. It can be seen that the cable that manipulates the jaws is broken. One image showed the housing of a bipolar fenestrated grasper with the serial number, that matched what was reported. Evaluation of the logs did not show any evidence of the bipolar fenestrated grasper being in use. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws. The tungsten cables that manipulate the jaws were frayed. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the fraying, the jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. The use time was three hundred and forty-three minutes and a use count of four. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The investigation identified the most likely root cause was traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, the wire of the bipolar fenestrated grasper was sheared and broken. There was no patient invo lvement.

Event description:
It was reported that post-operatively, the wire of the bipolar fenestrated grasper (bfg) was sheared and broken. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.